Event description:
It was reported that the device was explanted after implant duration of zero days. Per the response received from the surgeon on 09/24/2009, the device was explanted, due to a "failed mv repair."

Event description:
Customer reportedly received results of 454 mg/dl and 162 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.